Event description:
A cartridge alarm 01 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to load a new cartridge, but the alarm persisted, leading the technical support to arrange a replacement pump and instruct the customer to use multiple daily injections (mdi) as backup therapy. The customer was guided to put the malfunctioning pump into storage mode and return it to the company. A replacement pump was sent to the customer.